Event description:
It was reported that the iab was inserted without difficulty. However, at onset of pumping, it was noted on fluroscopy that iab was not inflating. Balloon volume was decreased to 20cc but it still would not inflate. Iab was removed. During removal, iab kinked. A new iab was inserted and used uneventfully.